Manufacturer narrative:
(B)(4). This lot was manufactured from may 30, 2014 to june 4, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted a solid, white particle, approximately 1.38 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause or origin of the particle could not be determined. A CAPA has been initiated to further investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.